Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in an unspecified quantity of large bore stopcock with extension sets while priming the device. This issue was further described as, ¿priming gives air bubbles¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.